Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instruction for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified obtuse marginal artery that is 90% stenosed. The patient presented with severe angina and the vessel was pre-dilated with a 1.5x8mm semi compliant balloon. A 2.75x15mm xience prime was deployed at 16 atmospheres. Fluoroscopy after stenting revealed an edge dissection at the proximal end of the stent. The dissection was covered using another xience prime stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.